Event description:
Pump malfunction. Sn (B)(4), pt reports the display screen looking gargled due to fluid possibly entering the pump. The connection hose came a bit loose. Pt using other pump currently. No other information provided. Dose or amount: 1.5 mg. Frequency: ud. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.